Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the device was going through the batteries faster than usual and the device alarmed no delivery alarms. Customer's blood glucose was hospitalized for high blood glucose. Customer's blood glucose was over 820 mg/dl. Customer was wearing the device at time of call. During troubleshooting, device passed the high pressure test. After troubleshooting, customer was advised the battery cap will be replaced. Customer will not be returning the device for analysis.